Event description:
Patient was initially treated (B)(6) 2014 due to claudication in the superficial femoral artery (sfa) with total occlusion. Physician recanalized the sfa with cross over, using complete se 8x100x130 stent; lesion was pre and post dilated. Six months post procedure, patient returned due to claudication and total occlusion of the stent. Angiography showed stent fracture with migration. Physician recanalized the sfa using a non-mdt stent. Late stent thrombosis was also reported. The target lesion is in the distal superficial femoral artery (sfa), moderately calcified with chronic total occlusion - 100%. Vessel was reported to be a little tortuous. No other clinical sequelae were reported for this event. Image review: one still image was provided for review. The image shows the break in the stent, the distal section of the stent appears to have broken away from the remainder of the stent and migrated.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (lesion morphology/anatomy). Inherent risk of procedure (stent fracture/stent thrombosis/migration/occlusion). No results available since no evaluation is performed (no device returned for evaluation). (No device returned for evaluation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (lesion morphology/anatomy). Known inherent risk of procedure (stent fracture/stent thrombosis/migration/occlusion). (B)(4).